Manufacturer narrative:
The actual device associated with this event is not known. International affiliate reports the following possible products: lot number: xp2106 mfg date: 12/01/2006, exp date: 07/31/2011. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of three medwatch reports being submitted as three separate devices were used. See 2210968-2007-00270, 2210968-2007-00271 and 2210968-2007-00272 for all associated medwatch reports. The same patient is represented in each medwatch.

Event description:
International customer reports that patient presented with pain in the chest approximately two weeks following lung resection. An air leak was diagnosed and the patient was returned to surgery. The surgeon reports three sutures used to fix the ribs were broken. Surgeon opines that the patient's physicial constitution is the cause of suture breakage.